Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.